Manufacturer narrative:
.

Event description:
Per the paperwork accompanying the explanted device, the pt's device was explanted due to inflammation and infection. Reimplantation is planned after the infection resolves.